Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 20 mg/dl on the first day of ilet use, during which he disconnected from the ilet and did not follow his healthcare provider¿s advised treatment plan for low glucose. Symptoms included feeling not alert and on the verge of losing consciousness, though he remained conscious and symptoms improved as glucose rose. Outcomes included transient hypoglycemia that resolved within 30 minutes without medical intervention or hospitalization. Investigation included troubleshooting and education regarding early ilet use and low-glucose action planning. Investigation of this case revealed no confirmed device malfunction and cause remained unclear, as the event involved user-initiated disconnection and non-implementation of recommended carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.